Event description:
It was reported that the patient experienced syncope while hiking. The pacemaker electrogram (egm) showed the patient in ventricular fibrillation (vf) at a rate of 375 beats-per-minute for around 11 seconds. It was noted that this atrial lead had dropped into the ventricle, which was verified by x-ray imaging. Technical services (ts) was contacted, and ts recommended a lead revision. The pacemaker system remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).